Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed an "internal system failure/compressor lock up" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including functional stress testing and final testing without duplicating the report. The compressor was replaced. The device was recertified and returned to the customer. The device activity log was not available for review as part of this investigation. Analysis of reports of this type has not identified an increase in trend.